Manufacturer narrative:
Product not returned to manufacturer.

Event description:
Information provided states that pt experienced pain approximately 3 years post op. X-rays taken (B)(6) 2016 revealed one broken rod and one bent rod near the iliac. Surgery was performed to remove all hardware. Pt had completely fused at time of removal.